Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During device preparation for an atrial fibrillation procedure, after priming, puncture was performed via the right femoral vein. After removing the wire and dilator, air purging was carried out, during which intermittent air aspiration was observed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.